Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ reporter contacted lifescan (lfs) alleging the onetouch ping meter was prompting an apply sample message after the sample had been applied. This complaint was classified using the documentation from the customer care advocate (cca). The patient reported 1 minute prior to the start of the alleged issue he felt "low". The patient reported the alleged issue occurred on (B)(6) 2014 at 9 pm. The patient did not state what medications he uses to manage his diabetes. The patient did not state if he made any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported he did not receive any treatment in response to his symptoms. At the time of troubleshooting, the patient reported he was using the correct test strips, and the test strip completely drew in the sample. The patient reported it was not the first use and there was no misuse of the subject meter. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.